Event description:
A pt's blood glucose (capillary sample) was tested, using the suspect device, with a result of 112 mg/dl. Immediately thereafter, a venous sample was reportedly obtained from the same pt, and when tested in a reference lab, measured 78 mg/dl. Reported noted that pt was not treated based on the value obtained on the suspect device. Reporter indicated that quality control testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product; however reporter declined, indicating that she intends to perform correlation studies and would prefer to keep the instrument.